Event description:
It was reported that pump screen was dark and unexpectedly shutdown. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate source of insulin therapy.